Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: the battery compartment was cracked from the top above the pad to the cover part and cracked below the bumper pad. There was evidence of moisture and corrosion in the battery compartment only with a battery compartment leak. The down arrow key was over responsive. Further investigation found the down button contact was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. Investigation also revealed evidence of moisture in the battery compartment as well as over responsive down arrow key. This report is made based on results of investigation completed on (B)(6) 2018.